Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the pt was found to be in cardiac arrest. Customer responded and used autopulse to start compression. The pt's family indicated that the pt had a recent surgery and had not been feeling well. While transporting the pt to the hospital, "ua12" message was observed. They cleared the message. However, same code was observed while transferring the pt from the ambulance on to the ER gurney. At this time, they were unable to clear the message. A "low battery message" was also observed. The battery was changed and the platform ran few compressions. A "pop" sound was heard and the platform turned off. The crew removed the battery and reinserted, but the platform would not turn on. At this time it was decided to stop using autopulse and the pt was given manual compression. Later, the pt was pronounced dead in the emergency department. The cause of death is believed to be from a blood clot. It was also reported that afterwards, the rescue squad checked all batteries on the platform but still kept getting the error message - user advisory 12. They changed the lifeband and the message went away.